Event description:
The customer reported via phone call having high blood glucose. She also reported that the insulin pump alarmed watchdog timeout and shut off. Her blood glucose was 550 mg/dl, which was treated with a manual injection. She followed the prompts on the screen to rewind, and the next day the alarm recurred. She stated that 3 days later, at the time of the call, the alarm occurred once again. She stated that the device had a blank display with an unresponsive keypad. The display returned after a battery change. Upon reviewing the alarm history, she noted that the watchdog timeout showed once, but the device had alarmed unexpected restart multiple times during normal use over the last week. She was advised that the alarm may have been caused by electrostatic discharge. She was in the hospital for knee surgery. She was advised to discontinue use of the device, revert to a back-up plan, and replace the device. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.